Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, a ventricular tachycardia episode was noted on the patient's implantable cardioverter defibrillator. One round of antitachycardia pacing was delivered. However, the morphology discriminator read the episode as supraventricular tachycardia. The rhythm slowed and returned to sinus. The physician believed it was atrial driven. Electrophysiology study and ablation were discussed, but not performed. The patient was stable.